Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the femoral artery while the pt was in the operating room. The pt was moved to the intensive care unit. Prior to removing the iab from the pt, the md "cut" the helium tube. While removing the iab and sheath from the pt, the md noted resistance when the iab and sheath were partly out of the pt's groin. The md tried to manually aspirate the iab with no success. The pt was taken back to surgery to remove the iab. After the iab was removed blood was found inside the balloon and in the tubing. According to the md "there appeared to be a hole in the balloon and blood leaked into the system causing the balloon not to collapse." There was no reported pt death. There were no pt complications and the pt outcome is listed as okay. Additional information was received on 10/17/2011 from the cath lab stating that there was no pt injury and there has been no reported pt issues since removing the iab. There was no delay in intra-aortic balloon pump (iabp) therapy.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.